Manufacturer narrative:
Product ID 3889-28, lot# va0199d, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient complained of pain at the incision site. The reporter stated that the incision site was checked by the health care professional (hcp) in the middle of october and there were no issues. It was reported by the hcp a week to two weeks later that the incision site "pussed out" and that the device could been seen through the skin. It was stated that the device "eroded" and that the system was to be removed (B)(6) 2012. The reporter stated that the patient was "very thin". It was noted that the manufacturer representative met with the patient in mid-october because one program caused pain. It was also noted that said program was "shut off." The reporter also stated that therapy was helping the patient with symptoms and reprogramming resolved the issue. Subsequent information reported confirmed infection at the incision site. It was stated that the infection occurred 3 months post implant. It was also confirmed that the device and lead were explanted, the exact date was unknown. Additional information was requested, but was not available at the date of this report. Any additional information will be included in a follow-up report.